Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote catheter balloon was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem where it was noted that the rupture was the shape of a pinhole. The procedure was completed using a different device. No complications reported, and patient status was good.

Manufacturer narrative:
E1 - initial reporter city: yatsushiro city, kumamoto pref. Device evaluated by MFR.: device returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 11mm from the tip. No other damage or irregularities noted in the remainder of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote catheter balloon was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem where it was noted that the rupture was the shape of a pinhole. The procedure was completed using a different device. No complications reported, and patient status was good.